Event description:
Report 7 of 7 it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the device with one patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did receive one video from the customer in support of this complaint. Evaluation of the attached video shows evidence of damaged tubing resulting in leakage. Retain samples will not be tested for this complaint record. The complaint has been confirmed by customer submitted evidence and retains will have no effect on the investigation results. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: damaged. Bd initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b: medical device type: jka. D.2.a: common device name: tubes, vials, systems, serum separators, blood collection. E1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 7 of 7. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the device with one patient. No adverse impact was reported regarding the patient or user.